Event description:
It was reported that since the pump was implanted, the pt had swelling at the "site", in addition to headaches. The pt was told that the catheter was disconnected from the pump after a physician imaged the device. The drug delivered via the pump was lioresal (baclofen). Additional info will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).